Event description:
It was reported by the pt that following an anterior and posterior repair procedure in early 2008, she has experienced pain, cramping, spotting, dysuria, and infections from the anterior mesh. The pt stated that the dr trimmed the mesh several times in his office. The pt stated the dr shifted the placement of the mesh on four months later. The pt stated that the dr trimmed more mesh in two months later. The pt stated that during an examination on (B)(6) 2008 she experienced pain and that the dr said that the mesh was too tight, but that it did not need trimming. Info rec'd on (B)(4) 2008 from the dr stated that he would be removing the remaining mesh. Info rec'd from the pt on (B)(4) 2008 stated that on three days earlier the dr had removed the anterior mesh. The pt stated that even though some slack had been left in the mesh it had tightened and bound everything up. The pt stated that the dr said that the mesh was growing into her bladder and when he was scraping/pulling it off, her bladder tore, it needed to be repaired, and a catheter was placed. The pt was scheduled to have the catheter removed at the end of the month. The pt stated that she did not know what the dr had to do to repair her bladder. Add'l info has been requested from the dr, but not yet rec'd.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. Possible pain and infection are well known potential complications of this type of procedure. The instructions for use which accompanies each device states in the section labeled averse reactions states that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of non absorbable meshes. (B)(4).